Manufacturer narrative:
Product analysis # (B)(4):¿equipment used: video inspection system (m-85519), ruler (m-83361) ¿drawing(s) referenced: (B)(4) rev. J ¿as found condition: the marathon micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened marathon inner pouch and within a tied up plastic pouch. An apollo micro catheter was also returned and will be addressed in pli-20. ¿visual inspection/damage location details: no damages or irregularities were found with the marathon hub. No onyx residue was found within the hub. No kinks were found with the marathon micro catheter body a puncture (from the micro catheter outwards) was found at ~1.0cm from the distal end (figures no damages or irregularities were found with the distal tip or marker band. ¿testing/analysis: the marathon total length was measured to be ~173.5cm, the usable length was measured to be ~167.2cm which is within specification (specification 165.0cm ± 2.5cm). The micro catheter was flushed, and water was observed to exit the distal end and out of the punctured location. No onyx was found throughout the length of the micro catheter. ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ (with onyx) and ¿catheter kink¿ were not confirmed. No onyx was found throughout the micro catheter, no occlusions were found, and no kinking were observed throughout the length of the micro catheter. A puncture was found near the distal end of the micro catheter. The cause of the puncture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had intracranial arteriovenous malformation (avm). After marathon was placed in place, onyx glue was injected. It was found that the injection pressure was high and the glue at the distal end did not flow out. The proximal end of the microcatheter was kinked. The surgeon replaced it with apollo and placed on the distal embolic vessel. The tip end was detached early. There was premature detachment. The tip was broken in the intracranial blood vessels.  The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. The surgeon said that there were quality problems with the previous two microcatheters and no fees were charged. After that, the microcatheter was replaced and the operation was successfully completed. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. The patient was undergoing intracranial arteriovenous malformation (avm) surgery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 10mm. Additional information received reported there was no issues with the consistency. The dead space of the delivery catheter was filled with dsmo. There was friction during flushing or delivery. There was no onyx reflux. The physician did not pause during the injection. The injection waiting time was 30 seconds between injections. The catheter tip detachment occurred in vivo. There was resistance when the apollo was being advanced. There was no resistance when the apollo was being retrieved. There is no future plans to retrieve the catheter tip. There was no vessel calcification.